Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was received that stated: the patient was a very compliant, well-educated individual who understood well how to use the equipment. The patient¿s wife reported they were packing the power module to get ready to visit the hospital for a sleep study. The patient¿s wife was downstairs and the patient was upstairs. The wife heard a beep from upstairs and heard the patient exclaiming before hearing a long continuous audible tone. The wife rushed upstairs and reported that she found him disconnected from power. The wife did not reconnect the patient to a power source, but instead called 911. According to the vad coordinator, the patient may have expired before ems arrived. Upon arrival, ems reported that the patient was disconnected from the driveline, in contrast to the story from the wife. According to ems, they reconnected the patient. The patient had no native heart function with a completely closed off aortic valve. The vad coordinator stated they did not suspect a controller malfunction.

Manufacturer narrative:
Approximate age of device ¿ 29 months. The pump was not explanted and an autopsy was not performed. A review of the pump device history records showed no deviations from manufacturing or qa specifications. The system controller (sn (B)(4)) was received for evaluation. The returned system controller was functionally tested using laboratory equipment and was found to function as intended, even when the leads were manipulated. The device passed the functional test procedure, which confirmed all visual and audible alarms activated when induced. The device operated on a mock circulatory loop without any notable events. The system controller power leads were tested for electrical continuity and passed. The log file retrieved from the returned device captured events beginning on day 526 hour 17 to day 534 hour 1. The events recorded revealed no changes to the pump speed or pump power values. On day 534 hour 1 there appeared to be a routine pi event with no alarm. The next recorded event captured a time clock reset indicating a complete loss of power to the system controller while connected to the power module. This power loss event appeared abrupt, indicating the patient cable may have potentially been disconnected from the receptacle of the power module. The next recorded event revealed power was restored to the system controller via the power module and the system recovered to the set speed of 9800 rpm. The duration of time the system was without power could not be determined because the system does not record data during the loss of power. The system operated at the set speed of 9800 rpm for the next 4 hours and 48 minutes when the driveline was disconnected from the system controller. The next fourteen events recorded revealed the driveline remained disconnected while system power was interrupted and restored four times during this period of time. In summary, the reported incident of a loss of power is consistent with the first power loss event; the data indicates an abrupt loss of power that may have been a disconnection of the patient cable from the receptacle at the power module. The analysis could not determine the sequence of events that contributed to the disconnection of the driveline. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that log files were sent in for patient rb, the patient had been feeling well until (B)(6), where he was found down and later passed on the (B)(6). We are trying to make sense of what happened exactly. He was found by his wife, who stated both of his batteries were found along side of his body. The patient had his vad for over 2 years and we find it odd that he would take out both batteries at the same time. Technical services replies, "the log file has been reviewed for hmii patient rb; there was an unexplained isolated event of a pump stop/red heart alarm/power loss which caused an internal clock reset. Then approximately 4 hours later and the last events of the log were pump disconnected alarms and again an internal clock reset. He appeared to be connected to patient cable for all of these events. The pump was not explanted as the family refused autopsy.